Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: report number 3005099803-2019-05823 captures the initial egd procedure on (B)(6) 2019. Report number 3005099803-2019-05821 captures the second event in which the scope with the detached piece of the seal biopsy cap was used. Report captures the third event in which the detached piece of the seal biopsy cap was discovered inside the scope. It was reported to boston scientific corporation that a seal biopsy valve was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2019. According to the complainant, the procedure was accomplished without any problems and was completed using the original seal biopsy cap. During another procedure on (B)(6) 2019, while using the same scope that was used during the egd with banding procedure on (B)(6) 2019, a detached piece of a seal biopsy cap was found stuck inside the scope. The internal part of the biopsy cap had broken off, inside the scope, and became stuck. Reportedly the same scope had been used in one other patient, prior to discovering the detached seal biopsy cap piece, inside the scope channel. There were no patient complications reported as a result of this event.